Event description:
Reporter noted corneal burn at end of phaco; sutured wound as usual. Felt there was an intermittent problem with irrigation, but system was used in subsequent cases without incident.